Event description:
It was reported that patient hadher pump replaced due to skin breakdown. Additional information obtained from the healthcare provider (hcp) noted that patient had her pump replaced due to "skin breakdown and sitting in one position at long periods of time." It was stated that the first complaint was on (B)(6) 2004. The patient had redness, tenderness and pain at the pump site. "She came in and it was not infected." The patient sat a lot and was very stationary. The pump just kept rubbing against her waistband and continually got worse but it was never infected. Patient did not have a verified metal allergy but "could possibly have had a metal sensitivity." There was no visible allergic reaction present. It was also added that on (B)(6) 2004 the patient started complaining of pain so a dye study was done. The catheter "was in place where it should be and was functioning normally." Drug delivered via the device was compounded baclofen.

Manufacturer narrative:
Catheter model: 8709, serial # (B)(4), implanted: (B)(6) 2004, explanted: (B)(6) 2004. (B)(4).